Manufacturer narrative:
B5;additional information received; the endoleak was confirmed as proximal in the ascending aortic graft. It was confirmed that no intervention was performed to treat the proximal endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vnmc3737c182tu, serial/lot #: (B)(4), ubd: 15-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the patient for the endovascular treatment of a type a dissection. It was reported that the dissection was complicated by tamponade status post emergent pericardial window. Left carotid-carotid bypass, left carotid-subclavian bypass, thoracic endovascular aortic repair and femoral-femoral bypass were previously performed on (B)(6) 2019 to treat all for complications of the dissection. Completion angiography demonstrating retained patency of the right brachiocephalic artery, as well as graft anastomosed left subclavian and left common carotid arteries. There is persistent, albeit much more delayed, filling of the false lumen of the thoracic aorta both proximally and distally following endovascular repair, which will subsequently be followed with serial imaging. It was further reported that an endoleak type 1a was observed on a CT scan performed approximately 5 days post implant. The physician reported that the origin of his problem is likely his distal anastomosis of his ascending aortic graft. No additional clinical sequelae were reported and the patient died approximately 13 days post index procedure. It was reported per the physician that the cause of death was type a aortic dissection.